Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that in the middle of lar procedure, the dr located the contour on the distal part of the rectum closed the device. She was waiting 20 sec, and then fired. When she was opening the device and found out that the device has cut the tissue, as well as the staples were fired but not close to a b shape. Therefore, she had to stitch the tissue by using thread. There was no pt consequence.